Event description:
It was reported that the catheter was in use for 5 weeks for the administration of morphine, clonidine, and bupivocaine. When the catheter was being removed, the physician met resistance and continued to pull the catheter. The catheter separated with a small piece remaining in the pt. A surgical cut-down was performed to remove the retained catheter portion. There were no add'l complications.